Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Event occurred in (B)(6). Report of discrepant inratio inr value. On (B)(6) 2016 inratio 3.2; pathology inr 1.6. Patient's therapeutic range 2 - 3. No reported adverse patient sequela.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot k381677 was found to be performing within expectations. A review of the manufacturing records for lot k381677 did not uncover any non-conformances. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.